Event description:
It is reported that the device was implanted in 2004 and was revised in 2008. The entire rim of liner had fractured and small pieces of liner were found in the joint. The locking ring of the cup had also been significantly damaged and had come out of the cup. No significant osteolysis was found. The liner did not appear to be "worn" but rather significantly fractured. The fractures all occurred at the rim of the liner along the locking ring recess.

Manufacturer narrative:
This report will be amended when our investigation is complete.